Event description:
It was reported that the patient had fallen a few weeks earlier, and since then, there was high impedance greater than 2500 ohms. While in the operating room the impedance values were 580 to 620 ohms, until the doctor put pressure on the lead, and impedance jumped to greater than 4000 ohms. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.